Manufacturer narrative:
(B)(4). Date sent: 1/9/2018. Batch # unknown. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are you able to provide details on how the device was removed from the patient? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, once they uploaded the second reload and after application of some clips, the device blocked and it was not possible to remove it. A new device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/3/2018. MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: are you able to provide details on how the device was removed from the patient? Did the jaws eventually open? Yes the jaws were opened by the instrumentalist.

Manufacturer narrative:
(B)(4). Batch number: n5737x. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60g cartridge reload was received partially fired and loaded in the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.